Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking on the right corner near the injection port. When in the process this issue was observed is unknown. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Functional testing with visual inspection identified the reported defect as a moderate leak that dripped water located on the right upper edge by the hanger side bag weld, which would have been obvious if present during bag filling. Magnified inspection of the leak location identifed an edge cut, with raised eva edges around the sides of the breach. Additionally, the manual add port had been spiked. As manual additions are made after the bag is filled, it is unlikely additions to the bag's contents would have been made if a leak of this nature was present. Based on the evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.